Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported dry eye post lasik with the left eye. Patient is using artificial tears during the day. Patient still has dry eye one month out. Another report is filed for the right eye.